Event description:
It was reported that elevated right ventricular (rv) lead threshold measurements were noted, in addition to increased, but still in-range rv pacing impedance measurements (1500 ohms). Upon further investigation, it was clarified that the implantable pacemaker was explanted due to normal battery depletion and no surgical repositioning of the rv lead was performed. The physician elected to continue monitoring the rv lead performance and no adverse patient effects were reported. Therefore, this event is not considered reportable, as the rv lead was not surgically repositioned and the pacing impedance measurements provided were elevated, but still within range (<2000 ohms). Additionally, although there were increased pacing threshold measurements observed, there was no evidence of loss of capture nor other sensing issues. Finally, the implantable pacemaker was explanted due to normal battery depletion with no clinical performance allegations. At this time, the rv lead remains implanted and in-service. It was stated that the device would not be returned for analysis.

Event description:
It was reported that elevated right ventricular (rv) lead threshold measurements were noted, in addition to increased, but still in-range rv pacing impedance measurements (1500 ohms). Upon further investigation, it was clarified that the implantable pacemaker was explanted due to normal battery depletion and no surgical repositioning of the rv lead was performed. The physician elected to continue monitoring the rv lead performance and no adverse patient effects were reported. Therefore, this event is not considered reportable, as the rv lead was not surgically repositioned and the pacing impedance measurements provided were elevated, but still within range (<2000 ohms). Additionally, although there were increased pacing threshold measurements observed, there was no evidence of loss of capture nor other sensing issues. Finally, the implantable pacemaker was explanted due to normal battery depletion with no clinical performance allegations. However, at a recent follow-up appointment, it was noted that a lead safety switch (lss) to unipolar sensing had occurred due to out-of-range rv pacing impedance measurements (2001 ohms). Due to the lss, over-sensed myopotential noise was also observed. The pacing impedance later decreased back to 1800 ohms. It was suspected that fibrosis surrounding the lead was the cause of the increased impedance measurements. As the patient is not dependent, the physician elected to continue with follow-up appointments every three months. At this time, the rv lead remains implanted and in-service.

Event description:
It was reported that elevated right ventricular (rv) lead threshold measurements were noted, in addition to increased, but still in-range rv pacing impedance measurements (1500 ohms). Upon further investigation, it was clarified that the implantable pacemaker was explanted due to normal battery depletion and no surgical repositioning of the rv lead was performed. The physician elected to continue monitoring the rv lead performance and no adverse patient effects were reported. Therefore, this event is not considered reportable, as the rv lead was not surgically repositioned and the pacing impedance measurements provided were elevated, but still within range (<2000 ohms). Additionally, although there were increased pacing threshold measurements observed, there was no evidence of loss of capture nor other sensing issues. Finally, the implantable pacemaker was explanted due to normal battery depletion with no clinical performance allegations. However, at a subsequent follow-up appointment, it was noted that a lead safety switch (lss) to unipolar sensing had occurred due to out-of-range rv pacing impedance measurements (2001 ohms). Due to the lss, over-sensed myopotential noise was also observed. The pacing impedance later decreased back to 1800 ohms. It was suspected that fibrosis surrounding the lead was the cause of the increased impedance measurements. As the patient is not dependent, the physician elected to continue with follow-up appointments every three months. Recently, the patient was evaluated in-clinic during a follow-up appointment, it was observed that the rv lead pacing impedance had once again risen to an elevated, out-of-range value (2050 ohms). Provocative maneuvers were performed, which did not elicit noise, and there were no abnormalities observed with the rv sensing and threshold values. The physician again concluded that the impedance rise was the likely result of fibrosis surrounding the lead. A follow-up appointment is scheduled for october and in the meantime, the consultants will discuss a possible lead revision procedure. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that elevated right ventricular (rv) lead threshold measurements were noted, in addition to increased, but still in-range rv pacing impedance measurements (1500 ohms). The physician elected to surgically explant the device and reposition the lead to resolve the event. No additional adverse patient effects were reported. At this time, the rv lead remains implanted and it is unknown if the explanted device will be returned for analysis.